Manufacturer narrative:
Device evaluation: a field service engineer (fse) checked the system and found that the customer had set the pachymetry exams at 461m on the thinner region of the patient's cornea. Ring depth parameter on the system was set to 400m. Service provided instruction for the issues above. System is performing to specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. Conclusion: based on the investigation results there is no indication of a product quality deficiency.

Event description:
It was initially reported that there was request for full evaluation of the system. Additional information was reported indicating that patient experienced a perforation through the endothelial tissue during a ring procedure. Test with gel showed 146m thickness for depth setting of 120m. System was corrected. Gel cut test showed 128m, for a depth set to 120m which is under specifications. Pachymetry exams showed 461m on the thinner region of the patient's cornea. Ring depth parameter on the system was set to 400m. Preventive maintenance was performed. All parameters were reported under specifications. System released to surgeries. No further information provided.

Manufacturer narrative:
Section a2: age at time of event: unknown. Section a3: date of birth and gender: unknown. Section a4: patient weight: unknown. Section a5: ethnicity and race: unknown. Section e1. Telephone number, (B)(6). Product evaluation: service was onsite and evaluated the system. Service provided instruction due to operator error. Preventative maintenance was performed. System performing to specification. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.